Event description:
It was reported that this device delivered inappropriate shocks due to noise and oversensing in the right ventricular (rv) lead, as a result the rv lead was surgically abandoned and replaced. This device has been explanted due to normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).